Event description:
It was reported to philips that the touchscreen would not calibrate or turn off. There was no patient involvement or harm. This event was reported to have occurred during pre-use set up. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the touchscreen has been calibrated a few times and it operated fine, however, within a few minutes, the touchscreen was out of calibration. At times, the customer was unable to turn off the device due to the touchscreen issue. The rse recommended replacing the touchscreen. Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.